Event description:
It was reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The motherboard was evaluated and cleaned. The power supplies were reseated. One of the cables was found to be broken and was replaced. The system was tested and found to be working as intended and returned to service.